Event description:
It was reported that a system error 2240 (air in line) occurred on the homechoice (hc) device. Patient involvement is unknown, but there was no report of patient injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.